Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube approx. 24cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Bends were evident on the hypotube proximal and distal to the detachment site. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the most proximal wrap with struts raised. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 85% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.